Event description:
It was reported that the patient was admitted with a complaint of falling and syncope. It was also reported that the right ventricular (rv) lead was oversensing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.